Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem provided wall adapter. There was no reported adverse impact to customer's blood glucose level. Replacement supplies was sent to the customer to resolve the issue.